Event description:
It was reported by the rep the device was used during a laparoscopic gastric bypass. It was reported the surgeon used one each of the 355ol and 511h that leaked cabon dioxide. The trocars were not replaced. There was no consequence to the pt.